Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : implanted.

Event description:
It was reported there will be a revision surgery to remove the tmj implant.

Manufacturer narrative:
Update: h6 the reported event could not be confirmed, as the surgeon did not provide any patient photos or lab tests to support the claim. The patient, who resides abroad, received bilateral tmj devices on (B)(6) 2016. However, in 2021, the patient presented to another surgeon due to ongoing pain around the implants. The initial surgeon, engineering department, and stryker clinical consultants reviewed the case and reported that the pain may be related to complex regional pain syndrome (crps) or material sensitivity (complaint: (B)(4). On (B)(6) 2024, it was reported that the patient sought treatment from another surgeon in the united states, who planned to revise the device due to suspected material sensitivity (ID#: (B)(4). However, the procedure could not be performed in the united states, prompting the surgeon to refer the patient to a colleague in italy. There is currently no information available regarding the status of the device removal. Subsequent attempts to gather additional information on february 16, 2024, and may 29 were unsuccessful. Overall, the surgeon did not provide the patient¿s sensitivity test, and he believed the patient showed delayed sensitivity. Thus, the root cause of this event could not be determined. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue related to the tmj devices.

Event description:
It was reported there will be a revision surgery to remove the tmj implant.